Event description:
It was reported that a motor stall occurred. The patient did not recently have an MRI. The patient started hearing the pump beep over the weekend (unsure if it was (B)(6) 2015 or (B)(6) 2015). When the pump was interrogated, it showed that a motor stall occurred, with stopped pump period may exceed tube set message. The logs were not checked. The patient had already left the facility. The patient was nauseated, felt like they were coming down with something, and had flu like symptoms. A pump study occurred on (B)(6) 2015. The patient was given toradol 30mg intramuscularly. It was noted that the pump needed to be replaced when "auth." It was later reported by the patient that ever since the healthcare provider (hcp) changed the "levels to go up just a little bit, it started beeping." The patient was told that "it starts then it stops." It was noted that the patient was on fentanyl patches. The pump system was delivering hydromorphone and bupivacaine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).